Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The patient sounded incoherent when speaking to the safety medtronic representative. Medtronic called the paramedics. The paramedics transported the customer to the hospital. The customer's friend reported that the patient was shaking, sweating and unresponsive. The paramedics refused to release the patient's blood glucose readings. No further information reported.